Event description:
Subsequently, one month later, this device was removed and returned for analysis.

Event description:
Additional information was received. The device had been reprogrammed, however during a further follow up four days later, it was reported the patient received one or more shocks, however no episodes were could be found in the device memory. This device remains implanted.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, the patient with this device reported having received a shock. A review of the device memory could not confirm as the data had been overwritten. An internal technical service consultant was contacted and provided information regarding this issue. In addition, it was determined inappropriate therapy had been delivered. No further patient symptoms were reported. This device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined there was a hole in the right ventricular tip seal plug that may have contributed to the oversensing resulting in the inappropriate shock. As the episode was overwritten in the arrhythmia log book, no further review could be performed.